Manufacturer narrative:
Customer stated that there is a broken y fitting in hydro and no foam is leaking from it. Service was not dispatched. A field service engineer (fse) sent the part to the customer to replace the y filling. Fse verified customer had replaced the y fitting and no leaks were noted.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no foam solution leak. No injury or exposure was reported. The operator did not seek medical attention.